Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: damage to the ccd unit. Sliding error of movable l-range that occurred in the zoom scope. Image occurred within the allowable range. - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found the angulation system was out of specification. Per the legal manufacturer, this device issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an angulation problem with the subject device. There was no clinical impact or injury reported. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed a blurry image. This report is being submitted for the blurry image found during the device evaluation.